Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 390 mg/dl something 395-399 mg/dl. The customer did not mention any symptoms for blood glucose levels. Customer's blood glucose value was 390 mg/dl something 395-399 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 3:00pm. The blood glucose value when admitted to hospital was 390 mg/dl something 395-399 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia from bent cannula. It was reported that the customer was not wearing the pump at time of hospitalization. Customer also stated the issues with serter not injecting the set properly. The product was returned for analysis.